Event description:
It was reported that there was a motor stall with a pump. This was confirmed in the event logs where no motor stall recovery was recorded. The most recent stalls were reported on (B)(6)2010 at 0422 and (B)(6)2010 at 0422 with no recovery date. Pt was reported as doing "ok." Environmental conditions such as electromechanical interference were ruled out as a cause of the motor stall. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)